Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000443r, serial/lot: (B)(4). A medtronic representative went to the site to perform a system check out and they found that the system motions associated with the positioner control were slower than manufacturer specification. It was also found that the system would not move in the z-axis. The motor voltage was present and move signal was also present, but there was no output from the z-drive. The positioner and z-drive motor was replaced. The system now functions as intended. The positioner was returned for product analysis. The complaint was unable to be confirmed, but when installed into a test system, the system hit a hard stop when taking a 3d spin. This was due to a malfunction positional motion control. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was unable to move left or right with the pendant keys. The site mentioned that they had just completed a motion calibration less than a week ago. The site noted they tried holding the "m" button without any response. Technical services confirmed the pendant did not alert the collision zone while trying to move left and right. The imaging system was able to raise, lower, and wag. Technical services recommended a reboot, but this did not resolve the issue. The system was not marked as out of service and was still able to used. There was no patient involvement.